Event description:
During a knee replacement procedure, the patient appeared to suffer a suspected pulmonary embolus. Sao2 decreased, then made a full recovery. Air bubble appeared in the patient line, the device was withdrawn from use.